Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 70 mg/dl. The repeat result was 98 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 88231201 and the expiration date is 31-aug-2026. The field service engineer (fse) performed mechanical checks, an air purge, and a precision test successfully. The investigation is ongoing.